Event description:
It was reported that the patient received a medical blockade approximately three and a half months post implantation due to trochanter bursitis, which was possibly caused by a fall. The outcome of the complication was noted as tolerated. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). D10: zb 12/14 cocr hd 36mm x +0 item: 802203602 lot: 3110068. G7 pps ltd acet shell 50d item: 010000662 lot: 7464476. Avenir standard, cemented sz 2 item: 0106010202 lot: 3080557. G2: denmark. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6; h10. Review of the reported event by a health care professional found the following: bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. Product has not been evaluated as it has been determined the event is not related to device. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.